Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide the cgm blood glucose reading and the meter bg reading. As a result of the increased basal, customer's blood glucose (bg) level lowered to 45 mg/dl. Due to bg level the customer became unresponsive and required assistance to treat bg level. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.